Event description:
It was reported that during an upgrade procedure, the lead was capped and replaced on (B)(6) 2017 due to fracture.

Manufacturer narrative:
The implant date was corrected.

Event description:
The patient was in good condition.